Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "feels like it is deflating" and that it "feels squishier." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a cracked opening, crease fold, clear fluids, and broken plug strap. Leak test was performed and identified a cracked opening on diaphragm valve. A microscopic analysis was performed which identified a cracked opening and a broken striated edge in the anterior side. Based on the device analysis the final assessment was a cracked opening on diaphragm valve due to cracked valve seat diaphragm valve, and a broken striated edge on plug strap side assessed as surgical damage.

Event description:
Device has been explanted.